Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 406 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer stated that her doctor advised her to raise her basal rates and to change her infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.